Event description:
In 2008, the patient reported that the down button of her infusion device is not responding to presses. She stated that after lunch on the day before, her blood glucose elevated to 400 mg/dl and she believes she may not have received her bolus. Her normal blood glucose level is 100 mg/dl. Later in the evening, she was able to press hard to operate the button. At the time of the report, the patient was using the standard bolus option. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced, and requested to be returned for evaluation.